Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multi gas unit gave "gas line block" then "gas device failure" error message while in patient use. Bme reported they were able to put a spare multi gas unit in place. There was no patient injury reported. Investigation summary: the complaint device was returned to nk. The device was evaluated, and the complaint was duplicated. The cause was determined to be a pump failure. Based on these findings, replacement of the pump or the entire module is required. The total operating time recorded on this device was 6,251 hours. Nk will continue to monitor and trend.

Event description:
The biomedical engineer (bme) reported that the multi gas unit gave "gas line block" then "gas device failure" error message while in patient use. There was no patient injury reported.